Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after ventral midline celiotomy, the secura no-sting barrier film 3mlx50swabs was applied around the wound for starting npwt with vac caught fire from an electric knife that was used to stop bleeding, causing the patient got burned and a part of the surgeon's operation gown. Although the skin-prep did not touch the electric knife directly, volatilized component caught flambe-like fire. Currently, the patient is taking topical medication for burn treatment.

Manufacturer narrative:
H3, h6: the device was not expected to be returned for evaluation. A documentary investigation was performed. No batch/lot number has been provided, therefore a review of the associated record could not be performed. This case is not alleging any manufacturing or process deficiencies. Historical review has observed no previous complaints of this nature, nor any open or closed escalation actions. Risk management files have been reviewed to assess whether the alleged failure and associated harm has been anticipated and deemed acceptable. The instruction for use, IFU, for the ¿no-sting skin-prep¿ warns, "this product is flammable, use in a well-ventilated area". Avoid using around flames and sources of ignition. A medical review was performed:per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. No clinically relevant patient information/photos were provided for inclusion in this medical investigation. Consequently, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. The patient was prescribed a topical medication for burn treatment (name unknown). Per subsequent e-mail, although part of the surgeon¿s gown was burned during the procedure the surgeon was not harmed. According to the provided email, the ventral midline celiotomy was completed but npwt was not started because of the burn treatment. The future impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. The probable cause is user error, as detailed the use described is contraindicated in the IFU. No manufacturing, packaging, labelling, or design concerns have been observed, therefore no corrective actions are deemed necessary.